Event description:
It was reported that the patient experienced phrenic stunning. During a redo atrial tachycardia (at) procedure, after mapped at but still on phrenic location, the physician decided to use the farawave pulsed field ablation catheter and considered off-label use. A total of four pulses were delivered at the location of the at in the right atrium, using small basket configuration, and terminated the at. After an hour of testing, but before pulling out all the catheters, the physician paced to assess phrenic. There was less movement of the right phrenic but was still able to capture. Prior to removing all devices, fluoroscopy was performed again and noted improvement of phrenic stunning. The phrenic nerve was successfully captured, and there was an improvement in movement during breathing before the patient left the procedure room. The patient is expected to fully recover, and no intervention was required. The catheter is not expected to return as it was disposed and therefore, the lot number is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.